Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent initial left total hip arthroplasty in 1999. Subsequently, patient was revised on (B)(6) 2015 due to suspected acetabular liner wear. The modular head, taper adapter, liner, and cup were removed and replaced.

Event description:
It was reported that patient underwent initial left total hip arthroplasty in 1999. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.